Manufacturer narrative:
Due to characterization limit e1 event site name: (B)(6) center. Event site telephone: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by fse that during preventive maintenance, the cardiosave intra-aortic balloon pump (iabp) plug power cord was found missing a ground pin. There was no patient involvement.